Event description:
Patient came in as his catheter wasn't draining into leg bag. It would drain into the tubing, but not into the bag. We tried 2 different bags in the clinic with no luck in getting it to drain into the bag. He also had another bag similar to what we have in clinic and this also didn't work. He had a different item that he could try at home otherwise he was encouraged to use night bag for now to ensure bladder emptying. Product failure form also filled out.